Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board and machine flow sensor were replaced to address the issue. The device had evidence of contamination.

Manufacturer narrative:
The manufacturer previously reported a ventilator inoperative condition occurred, and the device's system board and machine flow sensor were replaced to address the issue. During additional evaluation of the device at the manufacturer's service center, the device failed test steps during testing. The device's system board was replaced again to address the issues.